Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was unable to crush the stone and the tip of the basket detached inside the patient. Two or three attempts were made to retrieve the tip from the patient and the tip was left inside the patient. The stone has not been removed from the patient and the procedure was finished using a flexima catheter to drain the biliary tract. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath/sidecar was pushed back from the distal end of the coil for a length of 2 millimeters. The coil of the device was found to be buckled 22 centimeters from the distal end. A functional evaluation found that the basket wires could be extended and retracted without issue. The basket tip was found to be detached and was not returned for evaluation. The basket wires were not found to be deformed in any manner. The condition of the returned incident device was consistent with the complaint incident that the device tip detached. From the information provided it appears that the tip of the basket detached during an attempt to crush a stone. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the trapezoid rx lithotripter compatible basket was unable to crush the stone and the tip of the basket detached inside the patient. Two or three attempts were made to retrieve the tip from the patient and the tip was left inside the patient. The stone has not been removed from the patient and the procedure was finished using a flexima catheter to drain the biliary tract. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) - no code available (therapy/non-surgical treatment, additional). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)